Manufacturer narrative:
Evaluation summary: probable cause cannot be determined. No device or x-rays were returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2003. Patella pegs sheared off of patella and patella was floating in knee. Device was revised in 2005.